Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer (throat and laryngeal). No medical intervention was reported by the patient. Corrected data includes the city name (los angeles) and updated to serious injury and not product problem.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer (throat and laryngeal). No medical intervention was reported by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to gather additional information regarding allegations and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.